Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula, which led to an elevated blood glucose level on (B)(6) 2026. The patient's blood glucose level during the event was 298 mg/dl. The patient changed the infusion set and insulin delivery resumed successfully. No further information available.